Manufacturer narrative:
Evaluation code - results code - (other): worn vacuum pump diaphrams and vacuum chamber o-rings.

Event description:
Customer called on (B)(4) 2012, reporting of erroneously high creatinine results which were generated on olympus au640 clinical chemistry analyzer and reported out on (B)(6) 2012, during cuvette wheel overflow. Customer indicated that the operators had cleaned the instrument, run qc, and rerun patients that had flagged tests on (B)(6). Erroneous results were reported out of the lab and one physician reported higher creatinine results so customer went and rerun the same specimens which resulted in 21 corrected results. Customer stated that she did not know what was the cause of the cuvette wheel overflow and requested service for the instrument. Customer does not know whether patients need to be treated based on the erroneous results reported. Field service engineer (fse) was dispatched and found no signs of flooding cuvettes but found worn vacuum pump diaphrams and vacuum chamber o-rings. Fse proceeded to replace the vacuum pump diaphrams and three vacuum chamber o-rings and verified successful photo calibration and qc. Repair was verified per established procedures and results met published performance specifications. Root cause of cuvette overflow may have been the worn vacuum pump diaphrams and o-rings.